Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-07078, reference MFR. Report# 1627487-2017-07081. Additional information received identified the scs system was explanted on (B)(6) 2018.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-07078, reference MFR. Report# 1627487-2017-07081. It was reported (B)(6) the patient experienced infection (site unknown) and admitted to the hospital for intravenous antibiotics treatment. PICC lines were inserted. No additional information is available at this time.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-07078, reference MFR. Report# 1627487-2017-07081. Additional information received identified the infection was not confirmed via laboratory testing. However, the patient was still on antibiotics as of (B)(6) 2017.

Event description:
Device 2 of 3, reference MFR. Report# 1627487-2017-07078. Reference MFR. Report# 1627487-2017-07081. Additional information received identified the antibiotics have been discontinued.